Event description:
Asr revision. Right asr xl acetabular system. Reason for revision: component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl acetabular system, reason for revision: component loosening. Update: received (B)(6) 2012 - confirmed that the cup became loose. Update received (B)(6) 2013. Stem added. Confirmation of lot number received (B)(6) 2013. Update - (B)(6) 2014 - confirmation that it was a competitors stem received so reported stem removed. Updated all other products mw fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl acetabular system, reason for revision: component loosening. Update: received 7th aug 2012 - confirmed that the cup became loose update received 5th december, 2013. Stem added. Confirmation of lot number received 6th december, 2013. Update 2 sept 2014 - confirmation that it was a competitors stem received so reported stem removed. Updated all other products mw fields. Update 14 apr 2015 - update claimsuite received - stem details is for a depuy product - pac schaft, zementfrei and has been added to the com. Updated all other products mw fields (jb 21 apr 2015)